Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient is now charging every couple of days. The patient has not charged normally for the last month due to over discharge. Recharging statistics have been obtained. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was in overdischarge and hcp did a physician recharge mode (prm) on patient. Once patient was able to use the system again, patient was recharging often. Hcp was considering implanted replacement. Rep reported it might have happened recently. Ts viewed with rep that if system was just out of od recently it's possible the implant is still in the reconditioning period, that perhaps more time is needed to allow battery to stablize before deciding to replace the implant. Rep doesn't know how long implant was in od or when device was brought out of od. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the overdischarge was resolved. The overdischarge occurred in (B)(6) 2019 because the patient's mom had surgery in (B)(6) and the patient stopped charging the device. Since the overdischarge, the patient said the device was not charging to full and they had to charge more often. Prior to the overdischarge, the patient charged weekly, but they claimed they now were charging every other day. Recharging statistics were reviewed which showed the following: 3/3 50-100% 1.3 hours, 2/26 0-100% 2.1 hours, 2/19 - not provided, 1/14 - not provided, 1/5 - not provided. It was reviewed that the charging appeared to be weekly as opposed to the every other day that was alleged. Best recharging practices were going to be reviewed with the patient. No further complications were reported.